Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) felt like the device stands up when lying on the left side. Boston scientific technical services (ts) discussed about device pocket revision. Additional information from the field representative was obtained which indicated that the physician had the patient come in for procedure where the physician moved the pocket more medial. The device remains in service. No additional adverse patient effects were reported.